Manufacturer narrative:
The reported lot # [12945152] was not found for the reported catalog # [120-112xsfvk]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the microset non dehp, 1,2 filter,priming had air bubbles in the filter during use, causing the pump alarm to go off for air occlusion. The following information was provided by the initial reporter: "patient reports the pump is alarming up air occlusion. Reports the same issue happened the previous night immediately after connection. Patient has taken the pn bag out of the rucksack and hung on a stand and has noted two air bubbles before the filter, the filter has dispersed these bubbles. Pump turned off and on, infusion running, however patient feels this batch of giving sets is potentially faulty and causing the pump to alarm up air occlusion. Patient¿s pn is refrigerated however allowed to come to room temperature before infusion. Patient uses a bodyguard 323 pump, sn: (B)(4)."

Event description:
It was reported that the microset non dehp, 1,2¿ filter,priming had air bubbles in the filter during use, causing the pump alarm to go off for air occlusion. The following information was provided by the initial reporter: "patient reports the pump is alarming up air occlusion. Reports the same issue happened the previous night immediately after connection. Patient has taken the pn bag out of the rucksack and hung on a stand and has noted two air bubbles before the filter, the filter has dispersed these bubbles. Pump turned off and on, infusion running, however patient feels this batch of giving sets is potentially faulty and causing the pump to alarm up air occlusion. Patient¿s pn is refrigerated however allowed to come to room temperature before infusion. Patient uses a bodyguard 323 pump, (B)(6)."

Manufacturer narrative:
Correction: this product is not manufactured or sold in the us, nor is it considered a similar device to those that are manufactured and sold in the us. This device is therefore exempt from reporting in the us and the report was filed in error.